Event description:
The pt reportedly implanted with an avaulta solo anterior device, an avaulta solo posterior device. An align urethral support system, and a biodesign surgisis vaginal erosion repair graft on (B)(6) 2009 and (B)(6) 2010 at (B)(6) hospital in (B)(6). The pt and her attorney have alleged that as a result of these products being implanted in the pt, the pt experienced pain and injury. The following info was not provided by the complainant. Specific info of the alleged injury. Specific info regarding whether intervention was performed. Specific info regarding why intervention was performed or what type/to what extent intervention was performed. Specific correlation between device performance and alleged injury, current pt status.

Manufacturer narrative:
Root cause inconclusive due to lack of details provided by the complainant. Investigation - evaluation: investigation into this claim included: a review of the claim allegations; a review of the cbi complaint system; a review of the device history records which indicated the products were manufactured to specs; a review of the biodesign surgisis vaginal erosion repair graft IFU fp0055-01b, and all other communication and investigation into this claim is being handled by our attorney. Summary of investigation findings: the claim noted the implant dates to be (B)(6) 2009 and (B)(6) 2010. After reviewing the device history records, it appears the implant date for the biodesign surgisis vaginal erosion repair graft would be (B)(6) 2010, as the date of (B)(6) 2009 was prior to the date of manufacture of the lot number indicated by the complainant. Based on the info provided by the complainant, details regarding a specific correlation between the biodesign surgisis vaginal erosion repair graft's performance and the alleged injury remain unk. A root cause of the claim allegations in inconclusive due to lack of details provided by the complainant. All other matter relating to this litigation are being handled by our attorney. If/when add'l info is obtained, a f/u MDR will be filed.